Event description:
The initial reporter alleged discrepant results for hiv and hbv when using the kit s201 t-scrn mpx v2.0 96t us-ivd assay on a cobas s201 instrument. On (B)(6)2023, a sample tested in a pool of 6 (pp6) was non-reactive for hiv and reactive for hbv with a cycle threshold (CT) value of 35.7. On (B)(6)2023, the sample was tested using a competitor nucleic acid testing (nat) assay in a pool of 1 (pp1) and was reactive for hiv with a CT value of 40.26. On (B)(6)2023, the sample was repeated in resolution (resp1) and was non-reactive for hiv and reactive for hbv with a CT value of 34.6. Serology results for the sample were reactive for hiv with two different serology tests and non-reactive for hepatitis b surface antigen (hbsag). The blood donation associated with the sample was destroyed.

Manufacturer narrative:
The analysis was performed on a cobas s201 instrument (serial number: (B)(6)). The investigation determined that the kit s201 t-scrn mpx v2.0 96t us-ivd assay performed within specifications. A review of quality control data and complaint history for lot h18082 did not identify any issues related to the reported event. Images of the sample result report confirmed the sample was reactive for hbv and non-reactive for hiv. The target curve for hbv was robust and sigmoidal, indicative of true viral target amplification. The most likely cause of the hbv results is a true low-level hbv infection detectable by the more sensitive roche assay. For the hiv results, the most likely cause of the non-reactive roche nat compared to the competitor assay is that the sample may have an hiv concentration near the assay's limit of detection, where wavering results can occur. Clinically, the donor may have a suppressed viral load for hiv and be undergoing treatment. The reagent kit was investigated, and no issues were identified. A definitive root cause for the reported event could not be determined based on the available information.